Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Information identified in the manufacture's data base indicated the patient died approximately two months post the implant of the implantable cardiac defibrillator (ICD). Additional information received indicated that the patient was not in any physical condition to receive a biventricular system due to exhibiting new ischemia. The physician and the patient chose a conservative plan of care and placed a new ICD instead. On the one month follow up visit the device interrogation showed normal device function and no ventricular episodes were seen. The patient had a history of coronary artery disease, atrial fibrillation and congestive heart failure. A cause of death was not known.